Manufacturer narrative:
The insulin pump alarmed motor error alarmed during displacement test and basic occlusion test due to encoder signal out of phase. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the customer was hospitalized for a month starting (B)(6)2014 for an infected toe. The customer was not wearing her insulin pump for the duration of her hospital stay. The customer's blood glucose level was 107 mg/dl at the time of the report. The customer's son received a motor error alarm when attempting to program the insulin pump. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.